Manufacturer narrative:
Manufactured february 15, 2016- february 16, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and was within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor that did not infuse. This occurred during patient use. The infusor was filled with an unknown drug. After one day the pump approximately infused 12 cc. There was no patient injury or medical intervention associated with this event. No additional information is available.